Event description:
During preparation for the surgical procedure, the display module of the pump system shut down. The cable connecting it to the pump console was hot to the touch and smoke was observed rising from the display device. The pump console roller pumps lost power. These pumps had been employed as vent, sucker and cardioplegia pumps. A separate, stand-alone centrifugal pump had been employed as the arterial pump. It was not affected by this event. The surgical procedure was completed without adverse consequences to the patient.